Manufacturer narrative:
Records indicate this device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker was in the intensive care unit due to a non-device related reason. The device was pacing at the maximum sensor rate of 130 beats per minute (bpm). The local area field representative programmed minute ventilation to off which resolved the clinical observation. No adverse patient effects were reported.